Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged a false positive sars-cov-2 result generated with the sars-cov-2 & influenza a/b assay test on the cobas® liat® system. The same sample was retested on two different cobas® liat® analyzers and generated negative results. Both the initial positive and retested negative results were reported out of the lab. There was no harm alleged. The investigation performed on the customer provided data indicated that the observed discrepancy is most likely due to the sample being near the limit of detection (lod) of the assay. Investigation did not identify a product problem related to the customer allegation.

Manufacturer narrative:
The investigation performed on the customer provided data indicated that the observed discrepancy is most likely due to the sample being near the limit of detection (lod) of the assay. Investigation did not identify a product problem related to the customer allegation. Facility name was truncated due to character limit. (B)(6). (B)(4).